Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during a procedure, a percuflex ureteral stent was to be used. When the device was opened, it was noticed that the stent was broken. Another stent was opened to complete the procedure. No patient complications were reported.